Event description:
(B)(4) pharmacy started receiving phone calls from patients/parents regarding the joey pump alarming "load a set" despite the pump set being loaded into the pump. Because the pump did not acknowledge that the pump set was loaded, this made the set unable to be used due to not being able to prime the pump with formula or run. Parents tried using many pump sets to help correct the problem, but if they used the same lot number, the same problem occurred. It was not until they got a different pump set (if they had one) with a different lot number were they able to prime the pump tubing and run the pump. Ten families were identified from (B)(6) 2013 that received these defective pump sets, or a total of 209 sets. Replacement pump sets from a different lot number were delivered to each patient so that they did not have a lapse in their enteral infusion. I contacted (B)(4), account representative with covidien medical supplies regarding the defective pump sets, the lot number, the resulting pump error due to the defective pump set, the number of families that were affected, the number of unopened cases of pump sets that we still had on our shelves with this lot number and that we received 16 more cases of this defective lot number on (B)(4) 2013. Our inventory staff contacted (B)(4) regarding the defective bag issue as they were not aware of the problem. Per (B)(4) on (B)(6) 2013, she stated that no one has been assigned to this case yet and we will have to wait until (B)(4) 2013 to hear what should be done with the defective bags. I told covidien that I would retrieve 2-3 defective, unused/unopened pump sets from 2 patient homes per their request and submit to covidien for analysis.